Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.update/correction to sections b3, b4, g3, g6, h2 and h10

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.